Event description:
Procedure: urological/gynecological. According to the reporter: the pt underwent a repair procedure and the pt allegedly experienced pain and injury. Pt has undergone or will undergo corrective surgery or surgeries. The pt's attorney alleged a deficiency against the device. Additional information has been requested, but not yet received.

Manufacturer narrative:
(B)(4). Note: this report corresponds with bard's report #(B)(4) for an "unk pelvicol". Additional info from the importer 1018233-2012-00934: date of report: 07/19/2012, pelvicol acellular collagen matrix, procode: ftl, (B)(4).